Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the difficulties appear to be related to the patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous saphenous vein graft to the right coronary artery. A 3.0 x 23 mm xience alpine stent delivery system was being advanced to the lesion when there was resistance with the anatomy when advancing through the ostium of the vein graft and the stent dislodged. A trek balloon catheter was used to deploy the stent in an unintended area of the vein graft. The procedure was completed with the deployment of another xience alpine stent in the target lesion. There was no clinically significant delay in the procedure. No additional information was provided.